Event description:
PICC line was placed without event. Line was flushed, secured and maintenance fluids were infusing. After a brief time line was noted to have blood backing up, upon flushing catheter a crack was noted in the hub. Line was then removed per procedural protocol. We do have device to send back to mfg.